Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram and 2 gram, route, duration and frequency not reported) and fortum injection (1 gram, once daily, route and duration not reported) for peritonitis. It was reported the patient passed away seven days after peritonitis onset. The cause of death was reported as due to low blood pressure and low oxygen level. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis event at the time of death. It was reported pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.